Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and customer had difficulty unlocking the pump touch screen. Additionally, the wake button was delayed in responding to presses. Customer's blood glucose was 123-124 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected and customer continued to use current pump for insulin therapy.